Event description:
A cartridge alarm was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the issue with consecutive cartridges and decided to replace the pump, which was under warranty. The customer agreed to use a backup insulin pump to ensure continued insulin delivery and received instructions on handling and returning the faulty pump as well as using the replacement, which included up-to-date software.